Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an incorrect time and date. A technical support specialist (tss) documented that a connection was established to the device, and the system time and time zone were reviewed, revealing that the clock was incorrectly set to midnight in eastern standard time. The tss observed that the system failed to synchronize time and displayed an error indicating that the required time adjustment was too large. The tss configured the station to use network time protocol synchronization from the server and reviewed system settings related to time correction limits. The tss updated the configuration to allow appropriate time adjustment, restarted the windows operating system, rechecked the system time, and reset the network time protocol settings, after which proper synchronization was restored. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es displayed an incorrect date and time. The device did not receive patient information/orders and prevented the use of device. The customer rebooted the device to self-correct the issue, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.